Manufacturer narrative:
The patient sample was submitted for investigation. The tsh results were within the reference range. The tsh assays from different manufacturers can produce different results. These differences relate to the overall setup of the assays, the antibodies used and differences in reference materials/methods and the standardization methodology used.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of results that didn't correspond to the clinical picture for 1 patient tested for elecsys ft4 ii assay (ft4 ii), elecsys ft3 iii (ft3 iii) and elecsys tsh assay (tsh) on a cobas 6000 e 601 module compared to the siemens method. The incorrect results were reported outside of the laboratory. This medwatch will cover tsh. (B)(6). The patient has no clinical signs of hyperthyroidism and is not taking biotin. Refer to attached data for the patient results. There was no allegation that an adverse event occurred. The e601 module serial number was not provided.